Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that no hardware component(s) were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) called to report that while on site to check out this system, she was told that the site's biomed department had already performed a repair and she was not able to see the system. The manufacturer representative (rep) was on site and was able to replicate the issue, the disc drive would not load the disc. Did not flash, software froze while loading disc. Rebooted and disc would still not load. The manufacturer representative (rep) emailed to report that he adjusted the scanner mask settings and removed excess exams. He also adjusted the lines of code for truncating negative CT pixels and the offset values associated. After doing so, the exams they had issues with were loading fine on all systems.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9 734699, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when trying to load a disc the cd drive would not open and when she manually opened the drive it would not try to read the disc. There was no patient involved when this issue was discovered.